Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sent a remote transmission as they were in tachycardia. It was found that the right ventricular (rv) lead was undersensing prior to the ventricular fibrillation (vf) episode causing a potential delay in therapy. The lead remains in use. No further patient complications have been reported as a result of this event.